Event description:
During baxter's functional testing of a spectrum pump, the device displayed a "upstream occlusion" alarm when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the false upstream occlusion alarms. The device was operating out of specification with low fluid reading readings is known to cause false upstream occlusion alarms. The ultrasonic sensor was replaced.